Event description:
The event involved a tego connector. The customer reported that the report patient lost his system due to air in line that was unable to clear and that the device appeared to have crack in it. There was patient involvement but there was no patient harm and no medical intervention required.

Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined. Additional contact information:(B)(6).